Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient reported an inaccuracy at the high end. The patient however did not provide any cgm data for analysis. Patient experienced vomiting and diarrhea, was hospitalized, and was placed on an insulin and IV drip. The patient was diagnosed with acidosis. At the time of his call to technical support, the patient reported being in okay condition.